Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Litigation papers allege that on (B)(6) 2006, pt was implanted with a depuy asr hip on her right side. Since then, pt has experienced recurring right hip, thigh, and groin pain. Update: (B)(6) 2011 - the sales rep reported the revision surgery. The pt was revised to address hip pain. The cup was loose. There were no visible signs of alval; however, the pathologist stated that the score was high.